Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak ¿ syringe was missing the printed scale marking on the barrel. No serious injury or medical intervention was reported.

Event description:
It was reported that bd plastipak syringe was missing the printed scale marking on the barrel. No serious injury or medical intervention was reported.

Manufacturer narrative:
DHR, quality notification and maintenance records were analyzed and no occurrences potentially related to the defect was observed. The photo sent by the customer was verified and it was possible observe scale marking missing. The probable cause for the defect is related to failure at printing system at the marking machine entrance, allowing the defect product flow of the process. The operators will be notified from this complaint. The defect identified from this complaint will be monitored for trend evaluation.